Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a stroke occurred, and pharmacological treatment was provided for the stroke. The patient died. It was reported that the stroke was possibly correlated with the device's interaction with the native valve and aorta. It is unknown whether an autopsy was performed.